Event description:
An authorized distributor reported that during surgery, the fixation screw of the mayfield 2000 skull clamp (a2000) unintentionally moved by one unit while the device was in use on a patient. No patient injury was reported, and it is unknown whether the event resulted in increased surgical time. The procedure was completed without further reported complications.

Manufacturer narrative:
The mayfield 2000 skull clamp (a2000) was returned for evaluation: failure analysis - the customer's statement was confirmed as valid after evaluating the device. The inspection of the skull clamp shows that the torque screw needs to be adjusted. The torque screw must be dismantled, internal parts show wear and shims and must be replaced for adjustment. The spring is worn and must be replaced. Additionally, the skull clamp has rotational movement in its swivel lock assembly and a residue buildup is present which does not guarantee proper fixation of the patient's skull. To resolve the issues, the hex bushing was replaced, the lock mechanism was adjusted, the spring was replaced, and the screws were replaced. After completing the reassembly, including the adjustment, the skull clamp was subjected to a successful function test and meets manufacturer specifications. Root cause - the complaint is confirmed via inspection of the unit, and the probable root cause is routine use and wear of the unit since. The unit is beyond integra's 7 years recommended life cycle (manufactured 2013). No further corrective action beyond these repairs is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.